Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and non-calcified left common iliac vein. A 10.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.